Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture,¿ baker grade not specified and ¿pulling sensations,¿ ¿increased risk of bia-alcl,¿ ¿anguish and anxiety,¿ ¿quality of life,¿ ¿pulling sensations¿ and ¿mental pain."

Event description:
Patient representative reported patient experienced ¿capsular contracture,¿ baker grade not specified and ¿pulling sensations,¿ ¿increased risk of bia-alcl,¿ ¿anguish and anxiety,¿ ¿quality of life,¿ ¿pulling sensations¿ and ¿mental pain.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿suffering,¿ ¿disfigurement¿ and ¿depression;¿ these events are not related to the device. Device was explanted. This record is for the left side.